Event description:
It was reported the patient had received reprogramming but desired more stimulation in the right leg. It was reported the patient no longer had stimulation, and the physician planned to undertake surgical intervention. Reference MFR report: 1627487-2013-17610 regarding the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.